Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported to fresenius that a blood leak occurred during the patient's continuous renal replacement therapy (crrt) with the multifiltratepro hdf cassette. The kit was checked approximately one hour after treatment initiation and an external leak of the pre-filter was identified. It was reported that the leak occurred from a rise in trans membrane pressure (tmp). There was no reported defect or damage to the product. The patient's blood was returned. The patient's estimated blood loss (ebl) was approximately 5 ml. No serious injury or required medical intervention was reported. Treatment was restarted. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Additional information: b5 (event description) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported to fresenius that a blood leak occurred during the patient's continuous renal replacement therapy (crrt) with the multifiltratepro hdf cassette. The kit was checked approximately one hour after treatment initiation and an external leak of the pre-filter was identified. It was reported that the leak occurred from a rise in transmembrane pressure (tmp). A message was received from the machine regarding this issue. It was also noted that the pre-filter was torn. The patient's blood was returned. The patient's estimated blood loss (ebl) was reported to be less than 50 ml. No serious injury or required medical intervention was reported. Treatment was restarted on the same machine with a new multifiltratepro kit. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer for physical evaluation. Evaluation. A review of the retained samples was completed. The samples underwent visual inspection and leakage testing for component defects, assembly failures, and to confirm conformity with product specification. No failure was detected within the retained samples. The reported issue was confirmed based on the provided information; however a cause could not be determined in the absence of the original complaint sample. A review of the batch records was also performed. 1800 units originated from this lot. No non-conformity was observed during the manufacturing process.

Event description:
A user facility nurse reported to fresenius that a blood leak occurred during the patient's continuous renal replacement therapy (crrt) with the multifiltratepro hdf cassette. The kit was checked approximately one hour after treatment initiation and an external leak of the pre-filter was identified. It was reported that the leak occurred from a rise in transmembrane pressure (tmp). A message was received from the machine regarding this issue. It was also noted that the pre-filter was torn. The patient's blood was returned. The patient's estimated blood loss (ebl) was reported to be less than 50 ml. No serious injury or required medical intervention was reported. Treatment was restarted on the same machine with a new multifiltratepro kit. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.